Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that "over the last week during an unknown number of procedures, the suture is popping off" please confirm the number of procedures affected by this issue. Please confirm the number of devices affected per procedure. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H6 component code: g07002 ¿ device not returned the single complaint was reported with multiple events. There are no additional details regarding the additional events. Related events captured via: 2210968-2024-03996.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date in 2024 and suture was used. During an unknown number of procedures, the suture is popping off. Cases were completed with the same box and lot. No patient harm was reported. Additional information was requested.